Event description:
Programming history was reviewed, which indicated that the device was functioning properly. No further relevant information has been received to date.

Event description:
It was reported that a patient experienced an increase in seizures. It was suspected that the patient's seizures were due to sub-therapeutic levels, but this was not confirmed by a medical professional. The patient had prophylactic generator replacement surgery on (B)(6) 2016. The generator has not been received to date.

Event description:
The patient did not actually have an increase in seizures, but reported that so her surgery date could be moved up. The patient also reported that she didn't feel magnet mode stimulation any more, but it was expected because she was at such low settings and had not had her settings adjusted in years. The explanted generator was discarded. Therefore, no analysis could be performed. No further relevant information has been received to date.